Event description:
It was reported by the attorney that twice in 1994, the plaintiff underwnt surgery at the medical center. The attorney alleges that vicryl sutures were used and that subsequently to the surgeries, the plaintiff contracted an infection.